Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding is determined to be anticoagulation management because the partial thromboplastin time values were very high compared to the therapeutic values during the time of bleed. B.7 information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25615 and was added. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25615.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support was oozing from the impella access site. Systemic heparin was held, and one unit of blood was administered. The patient continued oozing, so the cp was removed and impella 5.5 was placed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was returned for evaluation. The root cause of the access site bleeding major was not definitively determined as limited clinical information was provided and no issue with returned product was observed d9 device returned to manufacturer date added.